Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported signal issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, noise was noted which caused a procedure delay. There were issues visualizing electrode 2 on ensite as well as some noise. Exchanging the catheter, the catheter cable, and ampere did not resolve the issue. No bent pins observed on the ampere or amplifier. It is suspected that the issue was due to the ampere connect cable. The patient was non-inducible; however, the procedure was completed with no adverse consequences to the patient.